Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device MFR date is unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of three devices used during the same procedure. MFR report# 3005099803-2009-04863 and 3005099803-2009-04864 address the other devices. It was reported to boston scientific corp that a rf 3000 radiofrequency generator and two leveen needle electrodes were used during a radiofrequency ablation (rfa) procedure of the hip bone performed on (B)(6), 2009. According to the complainant, during the procedure the console displayed an error code. The leveen needle electrode was replaced, but the same failure recurred. The procedure was completed with another MFR's device and generator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.